Event description:
It was reported to boston scientific corporation that an excelon tban biopsy needle device was used to biopsy a benign pulmonary node in a (B)(6) patient on (B)(6), 2012. According to the complainant, after the third pass (sample) the needle would not retract into the sheath. The doctor decided that it was too unsafe remove it back through the working channel of the endoscope, so the excelon tban biopsy needle device and endoscope were removed as one. Upon examination the needle looked bent. There were no complications reported as a result of this event, and the patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
The device was discarded and is not available for return; therefore a device evaluation cannot be completed. If any further relevant information is ascertained, a supplemental report will be filed.